Manufacturer narrative:
Product event summary:one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a cut in the battery¿s cable. There was no damage to the wires within the cable. The confirmed malfunction is related to the reported event. The most likely root cause of the cut in the battery cable is a pinching of the battery cable. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient pinched the battery's cable in a chair recliner. It was found that cable had a nick in it. The battery was exchanged. No patient complications have been reported as a result of this event.